Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous right coronary artery that was 90% stenosed. Pre-dilatation was done with an unspecified 1.5x8mm semi-compliant balloon. The 3.0x12mm xience xpedition stent was implanted at 16 atmospheres and a dissection occurred on the proximal end of the stent. A xience xpedition stent was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.